Manufacturer narrative:
A field service engineer was dispatched to the customer site. A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the smoke/haze/mist and odor/smells issue. Unit meets specifications and was returned to service. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "white smoke" or haze/mist and an odor/smell emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of odor/smell and smoke/haze issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the odor/smell/smoke/haze issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further evaluation. The assignable cause of the smoke/haze and odor/smells is likely due to the catalytic converter, oil mist filter, vacuum pump, vacuum pump retrofit kit and oil return valve. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: pc-000706783 e1: initial reporter country code correction from jap to jpn. It was initially reported the oil mist filter was replaced to resolve the smoke/haze and odor/smells issue. It should state instead: the catalytic converter, oil mist filter, vacuum pump, vacuum pump retrofit kit and oil return valve were replaced to resolve the smoke/haze and odor/smells issue. Unit meets specifications and was returned to service.